Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeons are: (B)(6) assistants: (B)(6) block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an advantage fit sling + cystoscopy procedure performed on (B)(6) 2016 due to recurrent stress urinary incontinence and multifocal high-grade vulvar dysplasia. Findings reported three areas of high-grade vulvar lesions. One in the right labia minora near the posterior vaginal wall, one in the right labia majora and one in the periurethral area. The patient tolerated the procedure well and was taken to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.